Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to disable and re-enable bluetooth and close out all applications running in the background, which was unsuccessful. Dexcom representative then advised patient to uninstall and reinstall the g5 mobile application, and re-pair smart device to the transmitter. Patient stated that they tried using another sensor, but was unsuccessful. No additional patient or event information is available.